Event description:
The customer reported high bgs. The set was changed. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. In addition, a fixed prime test was completed and the insulin exited. Explained the two high bg rule. Suggested the customer call back to perform the high-pressure test when the clamp arrives. During the call the customer mentioned that they called the paramedics due to low bgs and treated their sugar level. The customer stated that they had lows, but after the doctor adjusted the basal rates bgs are high. Two days later, the customer called to do the high-pressure test and passed.